Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with the left ventricular exhibiting high thresholds. The device was reprogrammed the patient was doing fine.